Event description:
It was reported that a patient went into a morphine coma and almost died after the catheter tip broke off and medication was draining into the patient¿s body. The event happened 5-6 years ago and the pump was removed ¿about 5 years ago.¿ the pump was used to infuse morphine (unknown). No outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).